Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a percutaneous transluminal intervention procedure to treat a 75% stenosed lesion in the non-tortuous proximal superficial femoral artery (sfa), a 5.0 mm x 80 mm x 80 cm armada 35 ll balloon dilatation catheter (bdc) was advanced and inflated without difficulty, completing dilatation. When attempting to deflate the balloon, it was difficult to deflate and was consequently difficult to remove from the vessel. The balloon was able to be completely deflated after multiple deflation attempts and several minutes of aspiration using the same inflation device. The procedure was completed without complications. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. Without having the device to examine, the investigation was unable to determine a conclusive cause for the reported deflation difficulty resulting in difficulty removing. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific product issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.